Event description:
As described to 3m: customer claimed that the theatre sister rang the service center stating that the bur release mechanism had falled apart during use. The parts contained in the subassembly had fallen into the pt and operating site and a list of parts was required, with descriptions, in order so they could be searched and found by x-ray.